Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 5ml of liquid which was not contained within the instrument. The instrument generated "backwash not performed" error messages. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or biohazard exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated. Beckman coulter field service engineer (fse) found that the probe was bent and was not making full movement at the probe wash. The fse straightened and cleaned the probe. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).